Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (cable damaged) was confirmed. Upon investigation, the trunk cable was severed. The root cause for the severed cable could not be positively identified. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) distributor contacted zoll customer support to report that a (B)(6) pt's electrode belt cable was damaged. The pt was issued a replacement electrode belt.